Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins). It was reported that the device had not helped the patient since implant. The patient reported that trial worked great, but they only received 20 minutes of relief from the full implant. The patient was reprogrammed with adaptive stimulation and hd settings. The patient reported that their pain went from a level 15 to a level 4, but only for a short amount of time. The patient turned the hd settings on the day of the call and planned to follow up with their doctor on ''(B)(6) 2019''. The patient also reported that they felt stimulation in their knees and they couldn't stand. The patient noted that they need the stimulation to be in their feet. No further complications are anticipated.